Manufacturer narrative:
Intuvie received a report indicating that the tubing set was leaking near the drip chamber a review of the device's lot number history revealed 11 similar complaints. The failure mode was not confirmed. The device was not returned and the cause remains undetermined. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the tubing set was leaking near the drip chamber. There was no reported patient harm or injury.